Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The complaint/event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software that reportedly is under datix for potentially over infusing. As they cannot check the logs, they would like to send it back to ICU medical to read the logs from (B)(6) 2024 through the last log. Subsequent to logging the original complaint, the customer provided additional information stating that there is a possible programming error. The logs need to be downloaded to review actual flow rates and volume infused. There were no pump alarms or malfunctions. Noted there was an unspecified medication involved in the event. There was no unprotected chemotherapy exposure. The product was in clinical use at the time of event. There was a report of unspecified harm.

Manufacturer narrative:
The logs were downloaded and sent to research and development (r&d) for review. "All infusions for the 8th of august were examined and the following was determined: all infusions delivered accurately within the pump¿s design tolerance (of +/- 5.0% by volume). Engineering evaluates the pump delivered accurately per design in all analyzed instances. The customer¿s stated concern of over infusing could not be confirmed". The fluid shield assembly was replaced. The pump then passed functional testing (pumping with no alarms). The customer complaint of "plastic damage" was not confirmed during testing or in the log review.